Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. A philips engineer contacted the customer remotely and found that there was problem with the ippc (image processing pc) and the system can't expose. Review of the log files showed errors with the frontal ippc memory as fluoroscopy was not possible due to image disk issue. The philips field service engineer (fse) went onsite and confirmed the reported issue which was due to os (operating system) disk. The fse replaced the os disk and redownloaded the ippc os and application. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that system would not be able to generate exposure. The system was in clinical use at the time of the event. No harm has been reported to philips. Philips has started an investigation of this complaint.